Event description:
A customer reported a delivery issue with a replacement adc device. The customer originally reported that the device would not power on with button press or strip insertion. The customer indicated that due to the delivery delay, they did not have a device to monitor glucose and experienced a loss of consciousness. The customer indicated being hospitalized, however, declined to provide any additional details.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.